Event description:
It was reported that the customer's insulin pump alarmed a button error. Troubleshooting was performed. The customer was unsure if the buttons were pressed for three minutes or longer. Advised to revert to back up plan. During the call the customer mentioned that the paramedics were called to take her to the hospital as customer did not have a back up plan. Spoke with the paramedics and they would take the customer in. The customer's glucose reading at the time was 14.6mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. However, the insulin pump passed the functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.